Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the meter did not send reading to the insulin pump. The customer's blood glucose level was 232 mg/dl and 275 mg/dl. The customer reported that they administered bolus via insulin pump. The customer reported loss of communication and reprogrammed meter on the insulin pump. The device will not be returned for analysis.